Event description:
The device was being used to monitor a pt during transport to the hosp. Shortly before arrival at the hospital, the device reportedlyly 'failed to operate' and displayed a large service message on the screen. Pt care was transferred to the hosp staff. The reporter stated there was no adverse affect to the pt resulting, due to continuation of care by the hosp staff.